Event description:
Two staples were found jamming during usage on the patient.

Manufacturer narrative:
Qn #(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the stapler revealed that it was returned with its trigger partially engaged. The staples appeared properly aligned in the device. The stapler was received with 38 staples remaining in the device. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the stapler revealed that it was returned with its trigger partially engaged. The staples appeared properly aligned in the device. The stapler was received with 38 staples remaining in the device. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned device. The stapler was able to properly fire all remaining staples. The reported complaint of "misfire/jamming - staples not firing" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. No defects or anomalies were observed with the sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35w 6/box lot# 73c2000048 investigation did not show issues related to the complaint.

Event description:
Two staples were found jamming during usage on the patient.